Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 as per information provided: ¿was the stent partially deployed when removed from the patient? ¿ no¿ the device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Upon discussion with engineering, the failure mode for this complaint was determined to be flexor kinked/stretched/broke prior to distribution all evo-25-30-8-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. As reported to customer relations, "the colonic scope was at the hepatic flexor. The physician had difficulty advancing the introducer down thru the scope. Thru a lot of effort, the physician was able to get the introducer out of the scope. At this point, the physician was able to re-advance the introducer thru the stricture. The trigger was pulled to deploy the stent; however on the 4th squeeze, the stent catheter broke up by the handle (by the gun). This stent and introducer was removed from the scope. A second g48028-evo-25-30-8-c was opened from lot number c1344216 and the very same difficulty occurred with this device as well. The second device was removed. A third device was opened up and used. However the 3rd stent that was opened up was a longer stent and it worked to complete the procedure."

Manufacturer narrative:
PMA/510(k) # k163468. (B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted to include a possible root cause of this event. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Upon discussion with engineering, the failure mode for this complaint was determined to be flexor kinked/stretched/broke. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-25-30-8-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for this evolution device of lot c1329780 revealed no discrepancies in the manufacturing records that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include a possible root cause of this event. Initial report details: this initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. As reported to customer relations, "the colonic scope was at the hepatic flexor. The physician had difficulty advancing the introducer down thru the scope. Thru a lot of effort, the physician was able to get the introducer out of the scope. At this point, the physician was able to re-advance the introducer thru the stricture. The trigger was pulled to deploy the stent; however on the 4th squeeze, the stent catheter broke up by the handle (by the gun). This stent and introducer was removed from the scope. A second g48028-evo-25-30-8-c was opened from lot number c1344216 and the very same difficulty occurred with this device as well. The second device was removed. A third device was opened up and used. However the 3rd stent that was opened up was a longer stent and it worked to complete the procedure."

Manufacturer narrative:
PMA/510(k) # k163468. (B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted due to the completion of the investigation into this event and the conclusion of this investigation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-25-30-8-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for this evolution device of lot c1329780 revealed no discrepancies in the manufacturing records that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation into this event and the conclusion of this investigation. Initial report details: this initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. As reported to customer relations, "the colonic scope was at the hepatic flexor. The physician had difficulty advancing the introducer down thru the scope. Thru a lot of effort, the physician was able to get the introducer out of the scope. At this point, the physician was able to re-advance the introducer thru the stricture. The trigger was pulled to deploy the stent; however on the 4th squeeze, the stent catheter broke up by the handle (by the gun). This stent and introducer was removed from the scope. A second g48028-evo-25-30-8-c was opened from lot number c1344216 and the very same difficulty occurred with this device as well. The second device was removed. A third device was opened up and used. However the 3rd stent that was opened up was a longer stent and it worked to complete the procedure."